Event description:
Customer reported fluid under the lcd display of insulin pump. Customer jumped into the swimming pool exposing the insulin pump to moisture. The blood glucose reading was 217.8 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the constant motor error alarm. The insulin pump had a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly.